Event description:
A single-center cohort was published in a european journal article, 'valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography'. The study was from july 2009 to july 2021 of patients undergoing transcatheter aortic valve implantation with sapien xt and sapien 3 valves. This report is for 6 cases of embolization and migration with edwards sapien xt valves. There is no other information reported in the article for these 6 cases of embolization and migration.

Manufacturer narrative:
The investigation is ongoing. In this case, reporting and capture are being done conservatively, as the patients were implanted between 2009 and 2021 in which device availability in the united states was limited. No additional patient or procedural factors were provided that could help determine a root cause. The first day of the month and year of the date range was used as the occurrence date. Bibliography: valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography; d frumkin, m pietron, a kind, a brand, frontiers etal. 2022 - ncbi.nlm.nih.gov.

Manufacturer narrative:
A supplemental report is being submitted to reference mfg. Reports. This report is 3 of 4 being submitted for this complaint. Reference mfg. Report no. 2015691-2022-09118, 2015691-2022-09120, and 2015691-2022-09122.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The sapien xt valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging in the article was not relate to the reported event. The novaflex delivery system with the sapien xt thv IFU, and procedural training manual were review for guidance and instructions. The device preparation training manual provides guidance on aortic embolization. During deployment, valve can migrate forward and embolize into aorta. Possible reasons are pacing stopped before the balloon fully deflated, and the valve not inflated fully immediately. Make sure valve is in stable position and if any concern, deploy palmaz stent inside valve to stabilize it and keep leaflets open. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve embolization into aorta and migration were unable to be confirmed due to unavailable of relevant imagery or medical record. Due to the valve serial number was not provided, a presence of manufacturing non-conformance could not be determined. A review of IFU/training materials revealed no deficiencies. As reported, '6 cases of transcatheter valve embolization and migration with an edwards sapien xt valve'. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, and movement of the delivery system by the operator. In this case due to limited information and unavailability of relevant imagery/ returned product, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU training inadequacies were identified. Therefore, no corrective or preventive actions nor product risk assessment are required.

Manufacturer narrative:
A supplemental MDR is being submitted per engineering investigation updates. The following sections of this report have been updated: section h6 (investigation conclusions) and h10 (narrative/data). Review of complaint activities/attachments revealed the following information relevant to the complaint event. Per article, five major mechanisms for tvem, spontaneous embolization into the ascending aorta ('pop-up'), migration into the lv, accidental pull-back of the thv into the ascending aorta during removal of the delivery system due to incomplete release of the valve, embolization during post dilatation and embolization due to loss of capture during implantation. The procedural training manual provides guidance on rapid pacing related to loss of capture. Sudden movement during deployment and pressure levels before balloon inflation may contribute to loss of capture. There was no IFU or training deficiencies identified. In this case, the thv migrated and thv embolized into aorta were likely due to loss of pacing capture during the thv deployment. The loss of pacing capture during thv deployment could cause sudden movement of delivery system led to thv embolized into aorta or thv malpositioned and unsecured onto target site (native annulus) resulting in thv migrated post-deployment. Available information suggests that procedural factors (loss of pacing capture) may have contributed to the reported article event.